Manufacturer narrative:
This is a supplemental report to provide additional information. The local service department checked the subject device and found that the reported phenomenon could be duplicated due to circuit board failure. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. The manufacturing record was reviewed and found no irregularities. Omsc presumed that the phenomenon was due to main board failure because more than 6 years had passed since the manufacture.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the preparation for use, no image was displayed and there were lines on the screen. There was no report of patient injury associated with the event.